Event description:
It was reported that there were concerns regarding oversensing on the right ventricular (rv) lead. Technical services (ts) reached out for a review of the data of this pacemaker. Upon review, it was noted that there were episodes of noise and pacing inhibition greater than 2 seconds were also observed. Additionally, the pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed high out of range pacing impedance measurements. This resulted in the minute ventilation (mv) feature being automatically disabled. Ts recommended bringing the patient in further evaluation. No adverse patient effects were reported. The rv lead remains in service.